Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample without original packaging was received for evaluation. The catheter was received detached from the cone adaptor. The components were viewed under the uv light. There is visible evidence of application of adhesive with optical brightener however, the coverage of the adhesive is slightly heavier on one side of the tubing and the cone adapter. The root cause was determined to be lack of adhesive due to dispensing issues during the manufacturing process. Corrective actions have been implemented. The device history record for m5264t305 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported that the catheter disconnected from the valve. It was found after the second suction. There was no injury to the patient. No additional information was provided.